Event description:
The complainant reported a balloon burst. The tube was inserted on (B)(6) 2012, and burst on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.